Manufacturer narrative:
H6: ec method code desc - 5: communication/interviews (4111). . Investigation/evaluation: a visual inspection of the returned device package was completed. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. One open package labeled cook silicone balloon hysterosalpingography injection catheter was returned for investigation. It was confirmed that the package was empty, and therefore no device was available for investigation. The returned packaging confirms the reported complaint device lot number. Visual examination confirmed that the package was received empty. No product was inside of the package or the shipping box. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warning: always inflate the balloon with sterile liquid. Never inflate with air, carbon dioxide or any other gas. Precautions: do not over inflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. Refer to product label or the inflation check valve on the balloon device for appropriate balloon volume. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Balloons are leak tested using air during manufacturing and again during inspection processes. The complaint was confirmed based on customer testimony. A definitive cause of the event could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted on 22oct2019.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure in which a cook silicone balloon hysterosalpingography injection catheter was used, that prior to patient contact, when filling the balloon it ruptured. It is unknown how the procedure was completed. It was reported that the patient did not experience any adverse effects due to this occurrence. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.